Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins recharger (insr) was not charging the ins despite having all 8 coupling boxes. It was noted that the insr was fully charged, that they never lose coupling boxes, and that the ins has never been over-discharged. The patient stated that the ins remains at 1/4 or less no matter how long they charge for. A new insr was sent to the patient to rule out an external device issue being the reason for the patient's difficulty charging. The patient was advised to follow-up with their hcp. Follow-up was conducted. No patient complications/symptoms were reported.